Manufacturer narrative:
The cartridge was returned to manufacturing site for evaluation. Visual inspection under microscope at 10x magnification shows scarce ovd (ophthalmic viscoelastic) residues inside the cartridge. The cartridge tip was observed broken (hole) with a missing tip part. A manufacturing record review was performed. The manufacturing process record was evaluated and the cartridges were manufactured within specifications. No non-conformance report was issued during this cartridge lot number manufacturing process. The units were released according to specification. No other complaints have been received for this production order number. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in follow up report #1, additional method code: labeling evaluation, should have been included.

Manufacturer narrative:
Cartridge is not implanted. Concomitant medical product: intraocular lens (model and serial number is not provided). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon was advancing the intraocular lens (iol) through the cartridge, and the tip of the cartridge broke off into the patient's eye. The surgeon was able to retrieve the piece from the eye. The surgeon does not think there was any injury to the patient at this point. The iol was successfully implanted with some manipulation by the surgeon. The problem was not related to use error. No further information was provided.

Manufacturer narrative:
In MDR supplement report #3, should have been updated to serious injury. The following sections have been updated/corrected as required: both adverse event and product problem. Outcome attributed to adverse event: other. Type of reportable event: serious injury. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: additional information received reported patient issues: capsule tear, intense itching, sharp pains, burning, and loss of visual acuity. No additional information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.